Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: consistent pain on the right side and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "consistent pain, serratus muscle tightness, engaging of the pectoral muscle creates pain, palpable banding, tethering" and "capsular contracture" baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported right side "consistent pain, serratus muscle tightness, engaging of the pectoral muscle creates pain, palpable banding, tethering" and "capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, anxiety-product/procedure and visibility/palpability was reviewed on 29-july-2020. Visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: b.5, d.7, h.6.